Manufacturer narrative:
The reported event of the device producing a bias current error was confirmed. The repair technician determined that the cable assembly and motor coil assembly needed to be replaced to resolve the error condition. A short between the flex circuit in the cable and the motor coil ¿ possibly due to failed insulation - could potentially cause a bias current error condition.

Event description:
Upon receipt at the user facility, it was reported that during setup, not associated with any procedure, the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.

Event description:
Upon receipt at the user facility, it was reported that during setup, not associated with any procedure, the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were alleged with this event.